Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for maxi move we have found low number of similar cases were lift dropped during use. We haven't been able to establish that there is a complaint trend concerning above reportable events. Please note that arjohuntleigh manufactured over (B)(4) maxi move lifts to date. Compared to the amount of sold devices and in comparison to their daily use the trend observed for reportable complaints with this failure mode is considered to be low, stable and slightly increasing. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of specification - tilt actuator was disconnected and device was in overall poor condition. The device was being used for patient handling and in that way contributed to the event. From received information hematoma on right side of head and bruise on lower right leg occurred as result of this incident. On 10/30/2014, additional information was provided regarding service of involved maxi move. The service technician confirmed that the lift straps were never replaced and that any/all service done to the device was performed in-house. This kind of event is very likely caused under two circumstances: lift dropped - failure indicated by customer: "lift had dropped"; spreader bar tilted - failure confirmed during device examination by service technician: "missing pdps actuator, lift frame will not hold position, just falls. Provided information showed that device condition was poor. Tilt actuator was disassembled from maxi move by the customer (unauthorized modification) and resulted in lift frame not holding position, just falls down. It was found also that lift band straps were showing signs of wear/stress (part critical to ensure safety in operation of the lift, need to be replaced as needed). Please note that this device was in use for about 7 years, and all maintenance was performed by the customer (in-house). Received information revealed also that it wasn't possible to recreate drop of the lifting arm. The most likely cause of poor condition of the device is insufficient training. Information provided in incident description form showed that last training to user was performed in march 2014, however it was only related to indoctrination/boot camp training. Check of all of above information has not shown any anomalies. The received information and our evaluation as described above are showing that if maxi move's warnings and preventive maintenance were followed in accordance to instruction for use, there would be no patient or caregiver at risk.

Event description:
Initially it was reported by arjohuntleigh representative that the lift dropped and struck the resident's head. The resident was being lifted from the bed to be weighed, caregivers decided to change linens on bed while resident was raised from surface. As they were attending to changing the sheets, they reported hearing a clanging sound and looked back to see the lift had dropped and resident had hit her head on the hanger bar. From received information hematoma on right side of head and bruise on lower right leg occurred as result of this incident. On site physician x-rayed resident, all results negative. CT scan at local hospital also showed negative. Device examination included in incident description form (idf) showed that lift is in poor condition: multiple scratches, paint missing, cracked top and bottom scale covers, missing pdps actuator, electrical tape used on covers and on combi hanger bar to hold parts together. Hanger bar handle knob comes off easily, missing chassis end caps, lift band straps show signs of wear/stress. Arjohuntleigh representative could not re-create this event - drop of the lifting arm. He could not get main mast to fail or drop: "lifts and lowers as expected multiple times. Hanger bar lift frame portion will not hold position." Last maintenance was performed by the customer, however date of this is unknown. Service report provided with these complaints and dated on (B)(6) 2014 confirmed reported malfunction: "maximove2 is missing the pdps actuator from the hanger bar. Hanger bar frame covered with foam padding and electrical tape. Top and bottom scale covers damaged, cracked, held together with electrical tape. Missing chassis end caps, lift straps show signs of wear/stress, need to be replaced." Involved device was tested and verified by service technician, function test showed that it failed to meet its specification.